Manufacturer narrative:
Explant date: if explanted, give date: na (not applicable) there is no indication that the lens has been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the implanted tecnis symfony toric, model zxt375, 11.0 diopter rotated counter clockwise about 15 degrees. The original axis was about 90 degrees and the axial length is about 27mm, long/big eye and axis is vertical. The customer stated that this has happened before with another company lenses and the doctor did not seem concerned. The doctor's plan is to reposition the lens in two (2) weeks. No further information was provided.

Manufacturer narrative:
Additional info: further information was provided and reports that the patient underwent repositioning of the lens on (B)(6) 2016. Lens implant was for the right eye with an implant date of (B)(6) 2016. Patient was reported as doing well and there was no post op patient injury reported. No further information was provided. (B)(6). Gender/sex: male. Date of event: (B)(6) 2016. Serial #: (B)(4), catalog #: zxt375u110, expiration date: 06/27/2021, (B)(4). If implanted; give date: (B)(6) 2016. Device manufacture date: 06/27/2016. Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. A product investigation could not be performed and the customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing record was performed. The product was manufactured according to specification. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. A search of complaints revealed that no similar complaints were received for this production order number. Labeling evaluation: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lenses. Based on the results of the investigation, no quality product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.